Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent t-wave oversensing (twos) was observed on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent t-wave oversensing (twos) was observed on the right ventricular (rv) pace/sense lead. The pace/sense rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.